Manufacturer narrative:
This report is for an unknown locking distal nail/unknown lot. Part and lot number are unknown; UDI number is unknown. There is no known lot number for this part, therefore a manufacturing record evaluation cannot be performed. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images. The images were reviewed, and the complaint condition can be confirmed. The unk - screw: nail distal locking is bent. There is no known lot number for this part, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a hardware removal procedure on (B)(6) 2021 due to a broken proximal femoral nail antirotation (pfna) nail. It was noticed during a post surgery x-ray. Breakage was confirmed after revision surgery. Initial implant date was (B)(6) 2021. Patient outcome is reported as good. No further information provided. Concomitant devices: pfna blade perf l100 tan (part# 04.027.035, lot# 32p6644, qty 1). Unknown end cap (part# unknown, lot# unknown, qty 1). This report is for one (1) unknown locking distal nail. This is report 2 of 2 for complaint (B)(4).